Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. Hsc reviewed the information provided by the customer and the instrument data. Calibration was within conformance, quality control replicates recovered within the customer's established range, and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista® 500 system. The discordant result was not reported to the physician. The same sample was reprocessed on both the original system and on an alternative dimension vista system. The reprocessed and initial results from both the systems were higher and matched the patient history. The average result of the higher values was on a corrected report. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient vanc result.